Event description:
It was reported by the rep that the device was used during a diagnostic laparoscopy. It was reported when the resident put in the trocar, the safety shield retracted but once the trocar had entered the abdomen the shild never locked. There was no consequence to the pt.